Manufacturer narrative:
After secondary review of this file performed on december 2, 2021, it was noted that the procedure type was primary breast augmentation surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2021, mentor became aware that the replacement device used on (B)(6) 2021 was catalog number 3341305; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 1, 2022, mentor received additional information and on september 21, 2022, upon secondary review of information, it was noted that the patient experienced infection on (B)(6) 2021, which required the implant removal on (B)(6) 2021 and a new implant insertion using catalog number 3341305; serial number (B)(6) on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that a caucasian female patient underwent breast augmentation with 420cc mentor memoryshape breast implant on (B)(6) 2021 and experienced wound infection on her left side postoperatively. As a result, the device was explanted on (B)(6) 2021.